Event description:
It was reported that during a routine fill under fluoroscopy, the realize injection port was flipped. There was no information about when the band was implanted or how many fills the patient had received. During the port revision surgery, the strain relief was not in the right location. The port placement went well with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The complaint cannot be confirmed. The injection port with the locking connector and tubing strain relief were returned for evaluation. The returned device was fully functional. Port migration/rotation is a recognized event associated with the realize velocity port. Contributing factors to port displacement are outlined within the instructions for use ( IFU) and include physical activity of the patient and port location. Upon microscopic inspection it was noted that punctures were observed on the tubing strain relief. Presence of punctures on the tubing strain relief is probably the result of a band adjustment technique. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.